Event description:
Reportedly, the initialization device memory was performed during the implantation. However, at next follow-up, records dated before implantation could be found in arrhythmias and therapy history list (a list that stores all arrhythmias events detected by the device). The physician expects this list to start at implantation day.

Manufacturer narrative:
(B)(4) 2013. The event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.